Event description:
The patient reported blood glucose results of 152 mg/dl and 192 mg/dl with the lifescan meter, performed within 10 minutes of each other. Also the test strips were reported to have been peeling. The patient neither alleged harm nor experienced injury or medical intervention. The customer service representative walked patient through two different vials of test strips and both vials had the same issue.